Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose . Blood glucose level at the time of event was 525 mg/dl. High blood glucose was treated with 5.7u bolus after 15mins bg was 484 mg/dl. Current blood glucose was 364 mg/dl, 377 mg/dl, 329 mg/dl. Sensor glucose level at the time of event was 371 mg/dl and insulin delivery was not suspended due to sg values. Suspend on low limit in sensor settings was 70 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer feel ok with troubleshooting for high blood glucose. The auto mode on the insulin pump was not active and was not automatically adjusting insulin delivery during the event. The insulin pump will not be returned for analysis.